Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the severely calcified distal left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.